Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the right ventricular lead exhibited high capture threshold and high pacing impedance. The capture threshold appeared to be slowly increasing over time. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.